Event description:
(B)(4). I don't really have exact dates but it has been multiple on going problems. It's recently got worse with the bleeding and cramping getting worse.

Event description:
(B)(4). I had hysterectomy on (B)(6) 2016 and essure was removed.